Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there were fault codes 53,78,112, and 118. The fse checked and tested connections between coiled cord and console backplane board, and found no issue. The fse replaced the executive processor board and unit passed all functional and safety tests.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) powered off, customer reported that the green power button was still on but the screen went blank and stopped pumping. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) powered off, customer reported that the green power button was still on but the screen went blank and stopped pumping.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.